Event description:
Removed because upper arm (front) turned red and some possible swelling. Nurse went to pull catheter out and it would not come out of arm. Nurse warmed saline and injected through catheter. Nurse also placed hot/warm compresses to upper arm. Finally nurse could pull catheter out slowly. When catheter iwas removed some serosangenous (clear) fluid came out of injection site. Milked arm unitl no more came out. Cleaned with betadine. Central line placed in pt after this incident.